Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device. The event can be detected by following the instructions for use (IFU) section: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed the light guide lens was dirty and had grey/brown foreign material and the distal end had corrosion. The additional evaluation findings are as follows: the air/water cylinder had discoloration, the suction cylinder had discoloration, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the adhesive around the objective lens was peeled and chipped, the light guide lens was dirty, the water tightness of the forceps elevator was lost and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, grey and brown foreign material was found in the light guide lens and the distal end had corrosion. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.